Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: republic of korea.

Event description:
Reference number (B)(4). Event occured in the republic of korea. It was reported that, the patient experienced an infusion set leakage event on (B)(6) 2025 . The infusion set had been in use for 1 day at the time of the incident. The customer indicated that the location of the leak was in the abdomen area. No further information available.